Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 467 mg/dl at the time of the incident. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer stated they were in car doing bolus when issue was happened. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.